Event description:
During a percutaneous translumenal coronary angioplasty procedure, the physician noticed the stent had become flared. Radial approach was chosen for the procedure to treat 99% stenosis in the mid-right coronary artery. The lesion was a de novo lesion. The vessel was not calcified, but slightly tortuous. Radial approach was chosen for the procedure. Pre-dilation was conducted with a 3.0x20 speeder balloon. Then when a 3.5x33 mm cypher, was being delivered to the target lesion, the physician felt a large friction within the launcher 6f jr4.0 guide catheter. At that point the physician then retrieved the sds and confirmed the stent had become flared (point unknown). The physician then, used a new cypher which was successfully implanted at the target lesion. The procedure was completed. There was no reported patient injury. The product was clinically used. The product will not be returned for analysis. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product. Additional information will be submitted 30 days upon receipt.